Manufacturer narrative:
The investigation into the temporary pump stop and positioning issues have been completed. The impella pump was returned for investigation. No data logs were provided for review. A large purge gap was noted. A kink in the catheter at the red pump handle was confirmed via a provided image. The pump was returned with the catheter cut at the 20 mark; therefore, the placement signal issue was unable to be reproduced. The root cause of the pump stop was bearing wear. The pump stop occurred beyond the 8-day impella cp c8 indication for use per design trace matrix 0046-9910. The root cause of the lost placement signal/positioning issue was most likely the kink in the catheter. The cause of the pump stop was bearing wear beyond indication for use. The cause of the positioning issue/ placement signal was a kinked catheter as a result of improper technique by the end user. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: temp pump stop impella cp with smart assist for use during cardiogenic shock and high risk cpi section: entering cardiac output as noted in the impella IFU ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped as noted in the impella IFU ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Reportedly during placement of the impella the physician had difficulty making the turn down the subclavian artery towards the ascending aorta however the physician was ultimately able to deliver it to the left ventricle. It was also reported that while on support the pump stopped briefly, reportedly the nurse was able to successfully restart the pump, and the patient remained stable throughout. The patient remained on impella support and was successfully weaned as a bridge to therapy.